Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were submitted for this event. Please see reports: 0001822565 - 2017 - 06341, 0001822565 - 2017 - 06342, 0001822565 - 2017 - 06344. (B)(4). Concomitant medical products: p/n 00875704801, shell with cluster holes porous 48 mm o.d., l/n 63513098; p/n 00771100900, femoral stem 12/14 neck taper, l/n 63594642; p/n 00875100832, liner neutral 32 mm, l/n 63521515; p/n 00625006535, bone screw, l/n 63544382; p/n 00877503201, ceramic femoral head, l/n 2867128. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient was revised due to unknown reasons. Follow up was attempted with no additional event information made available.